Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain.

Event description:
Patient reported experiencing left side "moderate breast pain." Device has been explanted.